Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose was 8.9 mmol/l. The customer stated that he was experiencing sticky button for more than a month. The customer stated that all the buttons were unresponsive. The troubleshooting was performed for the keypad anomaly. The customer was advised to remove battery from insulin pump and replace with a recommended new, fully charged aa battery. Customer stated that the buttons are responding now. The insulin pump will not be returned for analysis.